Manufacturer narrative:
Section a2-date of birth: unknown, information not provided. Section a3b, a4, and a5: unknown, information not provided. Section d4: model number, serial number: unknown, information not provided. Section d6a: if implanted, give date: not applicable as this is not an implantable device. Section d6b: if explanted, give date: not applicable as this is not an implantable device. Section e1: phone number: (B)(6). Section h3: other 81: product evaluation was not performed because the product has not been received. If product is received after initial closure, the product investigation (pi) and complaint (cp) (if necessary) may be re-opened to complete the return investigation. The complaint issue reported could not be confirmed. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after one month post-op, the patient was having cornea haze with foggy vision and low contrast visual acuity (va) in white background. The patient's pre-op best corrected visual acuity (bcva) was -3.75 d (6/6) and the prescribed plan was -4.5 d for the left (os) eye. There was no patient injury. The directions for use were followed. The patient was prescribed artificial tears, steroids, non-steroidal anti-inflammatory drugs (nsaids), and betamethasone sodium phosphate neomycin (sulfate). No further information is available.